Event description:
Unable to walk [unable to walk] inflammatory process [joint inflammation] ([joint range of motion decreased], [condition worsened], [knee swelling], [injection site erythema], [joint warmth], [pain upon movement], [discomfort in joints]) case narrative: based on additional information received on 08-mar-2019, the case initially assessed as non-serious was upgraded to serious (required intervention for all events). Initial information received on 21-feb-2019 regarding an unsolicited valid non-serious case from brazil received from the patient via call center. This case involves a 35 years old male patient who experienced inflammatory process (latency: 2 days), unable to walk (latency: unknown) after he used medical device of hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical treatment included vision correction surgery in jul-2016, hylan g-f 20, sodium hyaluronate on unknown date of dec-2016. The patient was non-smoker and had not ingested alcohol drinks. His past medical history, vaccination(s) and family history were not provided. Concomitant medication included atorvastatin. On 22-jan-2019, the patient took hylan g-f 20, sodium hyaluronate intra-articular injection the dose of 6 ml, once (lot - 8rsl014; expiration date: nov-2020) for onset of knee wear and wear of knee cartilage in the left knee. On 24-jan-2019, after 2 days of initial treatment, it was reported that patient experienced an inflammatory process. Patient had reactions like knee was swollen, red and warm, was presenting pain when walking and having difficulty in bending the knee. It was also reported that he was informed by the physician that swelling could occur in 48 hours. On an unknown date in 2019, after unknown latency, patient was unable to walk. On 10-feb-2019, due to worsening in clinical condition, the physician prescribed celecoxib (dicoxibe) for 10 days. However, patient did not have efficacy in the treatment and was oriented to undergo 20 sessions of physiotherapy and patient was prescribed intramuscular betamethasone dipropionate/betamethasone sodium phosphate (diprospan) injection. Until 08-mar-2019, patient had 6 sessions of physiotherapy. Patient's clinical condition improved slightly, but his knee was still swollen and had discomfort when moving. He did not practice exercises since hylan g-f 20, sodium hyaluronate administration. It was reported that patient experienced worsening of 90% of her clinical episode compared to her clinical episode prior to the injection administration. It was reported that the patient had been experiencing all the events still. On 13-mar-2019, the patient will undergo 10th session of physiotherapy. It was informed that patient's knee wasn't getting better, and they were still waiting for orientation about the procedures. Corrective treatment: celecoxib, betamethasone dipropionate/betamethasone sodium phosphate, physiotherapy for both events. Outcome: not recovered for both events. Seriousness criteria: intervention required for both events . A product technical complaint (ptc) was initiated on 27-feb-2019 for synvisc. Batch number: 8rsl014; global ptc number: 57543. The production and quality control documentation for lot # 8rsl014 expiration date (2020-11) was reviewed. The investigation showed that the product met specifications. No associated nonconformances were noted. Based on the lot # batch record review & lot # frequency analysis for lot # 8rsl014 no CAPA was required. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review did not indicate any safety issue. As of 25-apr-19 there is only 1 complaint on file for lot# 8rsl014 and all related sublots. 1 complaint was on file for lot# 8rsl014: (1) adverse event report. Sanofi will continue to monitor adverse events to determine if a CAPA was required. Additional information was received on 27-feb-2019. Global ptc number and its results were added. Text amended accordingly. Additional information was received on 08-mar-2019 and 12-mar-2019 (processed with the clock start date of 08-mar-2019) from consumer. Concomitant medication added. Suspect product was updated to synvisc one and lot number was added for the same. Start date and hence latency of event inflammatory process was updated. Event of unable to walk was added with details. Seriousness criteria was added. Clinical course updated. Text amended accordingly. Follow up information was received from patient on 12-mar-2019. No new information was received. Additional information received on 21-mar-2019 from non healthcare professional. Medical history updated. Clinical course updated. Text amended accordingly. Additional information received on 25-apr-2019. Investigation summary received and ptc results added.

Event description:
Unable to walk [unable to walk] . Inflammatory process [joint inflammation] ([joint range of motion decreased], [condition worsened], [knee swelling], [injection site erythema], [joint warmth], [pain upon movement], [discomfort in joints]). Case narrative: based on additional information received on 08-mar-2019, the case initially assessed as non-serious was upgraded to serious (required intervention for all events). Initial information received on 21-feb-2019 regarding an unsolicited valid non-serious case from brazil received from the patient via call center. This case involves a 35 years old male patient who experienced inflammatory process (latency: 2 days), unable to walk (latency: unknown) after he used medical device of hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical treatment included vision correction surgery in jul-2016, hylan g-f 20, sodium hyaluronate on unknown date of dec-2016. The patient was non-smoker and had not ingested alcohol drinks. His past medical history, vaccination(s) and family history were not provided. Concomitant medication included atorvastatin. On (B)(6) 2019, the patient took hylan g-f 20, sodium hyaluronate intra-articular injection the dose of 6 ml, once (lot - 8rsl014; expiration date: nov-2020) for onset of knee wear and wear of knee cartilage in the left knee. On (B)(6) 2019, after 2 days of initial treatment, it was reported that patient experienced an inflammatory process. Patient had reactions like knee was swollen, red and warm, was presenting pain when walking and having difficulty in bending the knee. It was also reported that he was informed by the physician that swelling could occur in 48 hours. On an unknown date in 2019, after unknown latency, patient was unable to walk. On 10-feb-2019, due to worsening in clinical condition, the physician prescribed celecoxib (dicoxibe) for 10 days. However, patient did not have efficacy in the treatment and was oriented to undergo 20 sessions of physiotherapy and patient was prescribed intramuscular betamethasone dipropionate/betamethasone sodium phosphate (diprospan) injection. Until 08-mar-2019, patient had 6 sessions of physiotherapy. Patient's clinical condition improved slightly, but his knee was still swollen and had discomfort when moving. He did not practice exercises since hylan g-f 20, sodium hyaluronate administration. It was reported that patient experienced worsening of 90% of her clinical episode compared to her clinical episode prior to the injection administration. It was reported that the patient had been experiencing all the events still. On 13-mar-2019, the patient will undergo 10th session of physiotherapy. It was informed that patient's knee wasn't getting better, and they were still waiting for orientation about the procedures. Corrective treatment: celecoxib, betamethasone dipropionate/betamethasone sodium phosphate, physiotherapy for both events. Outcome: not recovered for both events. Seriousness criteria: intervention required for both events. A product technical complaint (ptc) was initiated on (B)(6) 2019,for synvisc. Batch number: unknown; global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. Sanofi will continue to monitor adverse events to determine if a CAPA was required. Additional information was received on 27-feb-2019. Global ptc number and its results were added. Text amended accordingly. Additional information was received on 08-mar-2019 and 12-mar-2019 (processed with the clock start date of 08-mar-2019) from consumer. Concomitant medication added. Suspect product was updated to synvisc one and lot number was added for the same. Start date and hence latency of event inflammatory process was updated. Event of unable to walk was added with details. Seriousness criteria was added. Clinical course updated. Text amended accordingly. Follow up information was received from patient on (B)(6) 2019, no new information was received. Additional information received on 21-mar-2019 from non healthcare professional. Medical history updated. Clinical course updated. Text amended accordingly.

Event description:
Unable to walk [unable to walk]. Inflammatory process [joint inflammation] ([condition worsened], [knee swelling], [injection site erythema], [joint warmth], [pain upon movement], [discomfort in joints], [joint range of motion decreased]). Case narrative: based on additional information received on (B)(6) 2019, the case initially assessed as non-serious was upgraded to serious (required intervention for all events). Initial information received on (B)(6) 2019 regarding an unsolicited valid non-serious case from (B)(6) received from the patient via call center. This case involves a (B)(6) male patient who experienced inflammatory process (latency: 2 days), unable to walk (latency: unknown) after he used medical device of hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical treatment included synvisc in the unknown date of (B)(6) 2016. Also, patient had vision correction surgery. The patient was non-smoker and had not ingested alcohol drinks. His past medical history, vaccination(s) and family history were not provided. Concomitant medication included atorvastatin. On (B)(6) 2019, the patient took hylan g-f 20, sodium hyaluronate intra-articular injection the dose of 6 ml, once (lot - 8rsl014; expiration date: nov-2020) for onset of knee wear and wear of knee cartilage in the left knee. On (B)(6) 2019, after 2 days of initial treatment, it was reported that patient experienced an inflammatory process. Patient had reactions like knee was swollen, red and warm, was presenting pain when walking and having difficulty in bending the knee. It was also reported that he was informed by the physician that swelling could occur in 48 hours. On an unknown date in 2019, after unknown latency, patient was unable to walk. On (B)(6) 2019, due to worsening in clinical condition, the physician prescribed celecoxib (dicoxibe) for 10 days. However, patient did not have efficacy in the treatment and was oriented to undergo 20 sessions of physiotherapy and patient was prescribed intramuscular betamethasone dipropionate/betamethasone sodium phosphate (diprospan) injection. Until (B)(6) 2019, patient had 6 sessions of physiotherapy. Patient's clinical condition improved slightly, but his knee was still swollen and had discomfort when moving. He did not practice exercises since hylan g-f 20, sodium hyaluronate administration. It was reported that patient experienced worsening of 90% of her clinical episode compared to her clinical episode prior to the injection administration. It was reported that the patient had been experiencing all the events still. On (B)(6) 2019, the patient will undergo 10th session of physiotherapy. Corrective treatment: celecoxib, betamethasone dipropionate/betamethasone sodium phosphate, physiotherapy for both events. Outcome: not recovered for both events. Seriousness criteria: intervention required for both events. A product technical complaint (ptc) was initiated on (B)(6) 2019 for synvisc. Batch number: unknown; global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. Sanofi will continue to monitor adverse events to determine if a CAPA was required. Additional information was received on (B)(6) 2019. Global ptc number and its results were added. Text amended accordingly. Additional information was received on (B)(6) 2019 (processed with the clock start date of (B)(6) 2019) from consumer. Concomitant medication added. Suspect product was updated to synvisc one and lot number was added for the same. Start date and hence latency of event inflammatory process was updated. Event of unable to walk was added with details. Seriousness criteria was added. Clinical course updated. Text amended accordingly. Follow up information was received from patient on 12-mar-2019. No new information was received.